Manufacturer narrative:
Concomitant products: model: 5076-45, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patients right ventricular (rv) lead had dislodged post-op. The lead had pulled back into the right atrium and then was cross chamber oversensing which resulted in the patient receiving an inappropriate therapy. The lead was reprogrammed and is scheduled for a lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.